Event description:
It was reported that there was no flow, impossible to fill the tank in an arctic sun device. Per review of wo on 09apr2026, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was evident that the device was not experiencing any flow. Circulation pump was serviced during the pm. Pm performed. Replaced mixing pump, heater, and drain valves. The device underwent and passed testing after all repairs. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.